Manufacturer narrative:
The reported oad was received for analysis. The oad driveshaft was stretched and fractured at the proximal edge of the crown, and the crown and distal driveshaft were not returned. Scanning electron miscroscopy (sem) analysis of the fractured driveshaft showed evidence of tensile failure. It is hypothesized that the driveshaft fractured due to tensile forces. However, the exact root cause and timing of the fracture was unable to be determined. During testing, the oad spun on all speeds and functioned as intended. Device data logs confirmed stall events occurred, however, a stall could not be replicated during analysis. At the conclusion of the device analysis, the reported event of the device being stuck in the vessel was unable to be conclusively confirmed. The device data log revealed numerous stall events which may have been related to the reported event. However, this was unable to be conclusively confirmed. Additional information was received indicating that the physician was not aware the oad fractured and had thought that the entire oad had been retrieved. It was confirmed that no portion of the oad driveshaft or crown had remained in the patient. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. An event involving another device utilized the procedure is captured in MDR 3004742232-2021-00042. Csi ID# (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was selected for treatment of a moderately to severely calcified, tight lesion in the proximal to mid right coronary artery (rca). The lesion was treated from proximal to distal, and the oad was stopped in the middle of the lesion. The guide catheter was covering the proximal edge of the lesion the physician wanted to treat. The guide catheter was manually adjusted. Glide assist mode was activated on the oad, however, the oad stalled. An unsuccessful attempt was made to remove the oad, but the oad was stuck in the vessel. An attempt was made to spin on therapeutic speed, but the oad shut off. The saline sheath of the oad was cut, and the oad was removed. The procedure was completed with balloon angioplasty and stent placement. The procedure was delayed by greater than 30 minutes due to the crown being stuck in the vessel. The patient was stable following the procedure.